Event description:
It was reported that a patient had a reaction to iodosorb within 10mins of application to wound.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Please see attached for investigation results.